Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's mother reported segments of the infusion device display are illegible. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. No further information is available. The infusion device was replaced and requested to be returned for evaluation.